Manufacturer narrative:
The insulin pump alarmed prime during prime test due to faulty force sensor resistor. The insulin pump was received with scratched lcd window, cracked reservoir tube lip, scratched reservoir tube window and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call by customer's mother that the insulin pump alarmed compromised force sensor system. The customer was advised to revert to back up plan. Also, the customer was advised to contact health care provider to obtain correct basal dose.